Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as off-axis insertion, improper bone preparation, or prying and leveraging the device with excessive force.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/13/2025, an FDA medwatch notification was received via email. A facility representative reported that the tip of an ar-1204ff flipcutter iii drill and an ar-1204ff flipcutter iii drill from the ar-1288qis-110 quadlink implant system broke off inside the patient's knee. The broken pieces were retrieved. This occurred during an acl (anterior cruciate ligament) reconstruction procedure on (B)(6) 2025. Additional information was received on 11/19/2025: both issues occurred during the removal of the devices from the bone, and all detached fragments were retrieved. The case was delayed by approximately one to two minutes while another product was opened. No additional anesthesia was administered, and no specific details regarding bone preparation or bone quality were documented.